Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 35mm watchman flx closure device and delivery system (wds) were advanced. The 35mm wds was deployed at the laa, however it did not meet release criteria and the physician wanted to switch to a 31mm wds. The 35mm wds was recaptured and removed. After recaptured, a small circumferential pe was observed. A pericardiocentesis was performed and 10cc of fluid was removed. No further fluid was observed via transesophageal echocardiogram and the pe appeared to be resolved. The patient remained stable throughout with no blood pressure changes. The physician decided to abort the procedure and did not insert the 31mm wds into the patient. The patient will be brought back at a later date to re-attempt the laa closure. The patient was kept overnight for observation and discharged the next day.